Event description:
It was reported that this right ventricular (rv) lead was dislodged due to device was noted to be flipped for more than 10 times. The lead was surgically repositioned, but physician was unable to get the lead freed from its placement. This lead remains in service. No additional adverse patient effects were reported.